Event description:
It was reported that while performing an upstream occlusion test and blocking the line with a hemostat, no alarm was triggered. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous repairs in the last 12 months. The customer reported issue was confirmed. The root cause of the issue was a defective upstream occlusion (uso) sensor. The uso sensor was replaced. The dso seal was also replaced as a preventative measure. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.